Manufacturer narrative:
(B)(4). A visual or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review for the product visistat 35w 6/box, lot #73j1900106 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not being available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed due to the product sample is not being available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after c-sections, when taking care of scars, midwives have been reporting scar reopen. The staples do not hold properly and come off with the slightest touch. It happened with 10 patients within the last few months. Clinical consequences: not reported at logging.